Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that the needle was detached from thread in the package. No more information has been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 2 closed samples to analyze this complaint. We have checked the closed samples received and both have the needle detached from the thread when opening the package. Taking into account that there are no previous complaints of this code batch, we consider that these are isolated units, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.